Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose (bg) level. Multiple follow up attempts were made to verify if customer had alternate insulin therapy; however, the customer did not respond.

Event description:
It was reported that multiple malfunction alarms occurred. There was no reported impact to customer's blood glucose (bg) level. Multiple follow up attempts were made to verify if customer had alternate insulin therapy; however, the customer did not respond.